Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h24326.

Event description:
Na.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded discrepant potassium results on a 59 year old female patient with chronic lymphocytic leukemia and a wbc count of 300,000. There was no additional patient information at the time of this report. Return product is available for investigation. Method,: date: results: sample: I-stat , (B)(6) 2025, 7.7 mmol/l , a, dxc 700au , (B)(6) 2025 , 3.0 mmol/l , a plasma, I-stat, (B)(6) 2025, 7.5 mmol/l , b, dxc 700au, (B)(6) 2025, 3.0 mmol/l , b plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.